Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone cal that the patient felt nauseous and had a blood glucose of 30 mmol/l. The patient treated via manual insulin injection and her blood glucose dropped to 26 mmol/l after 45 minutes. The caller ran a prime: the device displayed that 15 units had gone through despite no insulin physically exiting the tubing. The caller resolved the issue by changing the infusion set and reservoir. The caller mentioned that the insulin was stored in the refrigerator; the caller was advised against that practice. The reservoir was not returned for analysis.